Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was not confirmed. The service evaluation did not reveal any malfunction during device testing.

Event description:
It was reported that the device is defective. When reducing the pump flow by 5%, the pump almost does not run at all and when increasing the pump flow by 5%, the pump runs consistently and produces too much pressure. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 06-apr-2022: it was confirmed that the error occurred for the first time on 05-jan-2022. No error message was displayed during the failure. The customer continued to use the reported pump and all surgeries were finished successfully with the reported device. It was not necessary to switch the surgical techniques or do a second surgeries. Several sets of the devices ar-6425 and ar-6420 were used with the reported pump. According to the information from the customer no clamp test was performed. No patient harm occurred.